Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump bulb being hard to squeeze resulting in inflation issues and the patients inability to get an erection. The ipp cylinders were explanted and replaced with new ipp cylinders. The patient fully recovered following the procedure.